Event description:
It was reported that the insulin pump is cracking around the battery cap and a piece is missing. It was stated that there is a crack at the battery compartment due to wear and tear. Blood glucose value is 233 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and corroded battery tube.